Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated sodium generated from alinity c processing module that was normal when repeated on another analyzer and provided the following data: initial result was 178, repeat result was within normal range (result value not provided). Customer normal patient range 136 ¿ 145 meq/l. Per the customer the discrepant result was not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
Additional information in sections d10 - concomitant product and h4 - device MFR date. The field service representative (fsr) inspected the alinity c processing module, serial number (B)(6), performed multiple troubleshooting procedures, and found the ict to ict pre amp cable was damaged. The part was replaced which resolved the issue. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the alinity c processing module did not identify any similar issues with regards to the customer reported event. Additionally, review of complaint and trending data associated with the ict to ict pre amp cable did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, serial number ac03640, or the ict to ict pre amp cable was identified.

Event description:
The customer reported falsely elevated sodium generated from alinity c processing module that was normal when repeated on another analyzer and provided the following data: initial result was 178, repeat result was within normal range (result value not provided). Customer normal patient range 136 ¿ 145 meq/l. Per the customer the discrepant result was not reported out to the patient¿s medical provider. There was no reported impact to patient management.